Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the failure to achieve hemostasis; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an endoluminal graft repair of an abdominal aortic aneurysm (aaa). Reportedly, when the proglide plunger was removed, no suture was present. Resistance was felt during device removal. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 12f and the aaa repair procedure was completed. The successfully preplaced sutures of the second and third proglide devices were tightened but hemostasis was not achieved. A fourth proglide device could not be inserted into the patient anatomy. Hemostasis was achieved using a hemostatic patch and manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.